Event description:
Customer reported experiencing high blood glucose readings of 357 mg/dl and noticed a bent needle. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Multiple no delivery alarms were noted in the alarm history. Customer stated that they have treated with a needle shot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.